Manufacturer narrative:
Investigation summary: bd received 28 10ml syringes from lot 8292535 for evaluation. A review of the device history record was performed on the reported lot and no quality issues were found during production. Our quality engineer tested the returned units for sustaining force and found that all units met the product specification. Based off of the testing the engineer was unable to verify the reported issue. The manufacturing facility has been notified of this incident and the findings but no further corrective actions were determined to be necessary. 28 samples were received. 26 came in the packaging flow wrap and two actual samples in a plastic bag. The 26 samples came in two groups. They all were tested for sustaining force. The first group of 13 samples had the lowest force at 7.1n and the highest at 14.3n; the second group of 13 samples had the lowest force at 9.2n and the highest force at 12.1n. The 2 actual samples were also tested for sustaining force, both had the stopper at 4ml mark, one had 1.4.3 n and the other one 18.3n. The product specification for sustaining force is <20n. Root cause can¿t be confirmed.

Event description:
It was reported that the syringe 10ml reg pr saline 10ml fill experienced difficult plunger movement during use. The following information was provided by the customer: material no. 306546. Batch no. 8292535. It was reported the plunger was hard to push. "We¿re having an issue with the pre-filled 10ml bd syringes, item #463377. When you first start to use some of them (push the plunger to inject the patient) they work fine. The action is smooth and easy to push. Then about a third to halfway through injecting, they stop. The plunger becomes real hard to push, or stops completely. At first I thought it was a bad IV but it didn¿t seem like it so I took the syringe out and tried to squirt it into a container and it wouldn¿t push unless I pressed real hard and then it worked and stopped again. I changed the needle and that didn¿t help either. Have you heard of any other issues like this? It has happened with at least 4 syringes so far. The first 2 got thrown out but I saved the second 2. They are both from lot number 8292535. I suppose it could be a lot of different things causing it, sticky plunger tip, undersized syringe body, etc., but I just wanted to make sure it isn¿t something in the solution that could be injected into the patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml reg pr saline 10ml fill experienced difficult plunger movement during use. The following information was provided by the customer: material no. 306546 batch no. 8292535. It was reported the plunger was hard to push. "We¿re having an issue with the pre-filled 10ml bd syringes, item #463377. When you first start to use some of them (push the plunger to inject the patient) they work fine. The action is smooth and easy to push. Then about a third to halfway through injecting, they stop. The plunger becomes real hard to push, or stops completely. At first I thought it was a bad IV but it didn¿t seem like it so I took the syringe out and tried to squirt it into a container and it wouldn¿t push unless I pressed real hard and then it worked and stopped again. I changed the needle and that didn¿t help either. Have you heard of any other issues like this? It has happened with at least 4 syringes so far. The first 2 got thrown out but I saved the second 2. They are both from lot number 8292535. I suppose it could be a lot of different things causing it, sticky plunger tip, undersized syringe body, etc., but I just wanted to make sure it isn¿t something in the solution that could be injected into the patient."